Event description:
The surgeon removed the catheter using the pull tech. After removal, the surgeon noticed the cuff stayed in the patient.

Manufacturer narrative:
According to the notes contained in the incident questionnaire it states, "in attempt to remove catheter tip broke off in patient." The complaint incident occurred on 2-8-06. It should be noted no tip separation was observed with the complaint sample upon receipt at bas. However, the cuff has detached from the catheter. It is unknown as to the indwell time of the complaint sample prior to the complaint incident. The detached cuff was not returned. The complaint of a detached cuff is confirmed. Gross visual and microscopic examinations revealed no defects at the cuff site. A silicone adhesive residue was microscopically verified on the od of the catheter at both the distal and proximal ends of the cuff site. There were no gaps or inconsistencies in the adhesive glue bond. With the condition of the complaint sample that was returned for evaluation and the information that was provided, the complaint does not indicate an obvious source of the failure and is insufficient to determine a cause. During tactile examination the catheter tubing between the distal end of the bifurcation site and cuff site revealed elastic deformation and an aneurysm-like bulge. During functional testing no leaks in the catheter were revealed. It should be noted that between the distal end of the bifurcation site and the cuff site the tubing has been chemically degraded and weakened by solutions that were applied to the catheter tubing during its use.

Event description:
The surgeon removed the catheter using the pull tech. After removal, the surgeon noticed the cuff stayed in the patient.